Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unk. Evaluation is pending.

Event description:
In 2009, a male pt who had experienced back trauma underwent a posterior fusion surgery from c3-t3. The surgeon placed a nexlink transverse crosslink connector on the construct but it would not seat onto the rod properly. The surgeon removed the crosslink and tried three additional crosslink connectors without success. The case was finished without using additional stabilization in the area. The surgical delay was a total of ten mins.